Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an abs-10011 arthrex acp kit leaked blood beyond the seal of the plunger when spun. The patient's blood was redrawn, and case was completed with a new kit.